Event description:
Initial sodium results of 122 mmol/l and 125 mmol/l. Repeat of same samples recovered 140 mmol/l and 133 mmol/l respectively. No info provided to determine if results were used to guide therapy. The field service representative found a dirty sipper and measurement flowpath and a failing reference electrode. The instrument was repaired and performance check tests were performed and within specification.